Event description:
It was reported that the patient was admitted with shortness of breath and found to have cardiac tamponade. Also noted was that the patient had pneumothorax on the left side and a small pericardial effusion. Pericardiocentesis was performed and 600cc of blood were removed from the pericardium. It could not be determined if one or both leads had or had not perforated. Both leads were repositioned and remain in use. No further patient complications were reported as a result of this event. It was further reported that the patient also experienced chest pain, left arm swelling, a left axillary deep vein thrombosis and a pleural effusion. It was noted that the patient was enrolled in the system longevity study.

Event description:
It was reported that the patient was admitted with shortness of breath and found to have cardiac tamponade. Also noted was that the patient had pneumothorax on the left side and a small pericardial effusion. Pericardiocentesis was performed and 500cc of blood were removed from the pericardium. It could not be determined if one or both leads had or had not perforated. Both leads were repositioned and remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).